Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that smoke was visualized between the pcu and pump module during patient use. The nurse immediately took the alaris system out of the room. Biomed inspected the devices and noticed that both iui's had burn marks. A new system was set up and the infusion continued with no problems. No patient harm or medical intervention occurred. No further patient/event information was reported.